Event description:
Permanent scarring; this past summer I began using the dexcom g6 as a recommendation by my endocrinologist. This is the first cgm I have ever used, with use starting between (B)(6) of 2020. It started out well, but in mid july I developed a skin rash at the sensor site approximately 4 days into use of that sensor. Previously I had not had any itching, redness, or discomfort from the device. At day 6, the redness and discomfort became alarming and I removed the device. Inflammation, redness, peeling, and light pus slowly faded and healed over the next two weeks. The affected area did not extend beyond the direct contact point of the adhesive ring of the dexcom g6. I did not contact my doctor's office or dexcom, and chalked it up as a compatibility issue discontinuing all use. Online research showed that an adhesive change went live at the beginning of 2020, so I assumed I finally got to stock/batches of sensors that had this newer (cheaper?) Adhesive. It was either that, or I had sensitized my skin to what was contained in the sensor adhesive. Flash forward to the 9 days ago ((B)(6) 2020) as I wanted to give the cgm another go. I contacted dexcom informing them of my experience, and inquiring about different adhesive solutions. The customer service tech gave me a list of skin barrier products that I should pursue, but that dexcom knew about it, however that they didn't have any alternatives at this time. I connected with my endocrinologist's office and received samples of two different skin barriers (bard and skin-prep). I was provided instructions over the phone (due to covid) as well as two informational packets on skin barriers. Confident that a skin barrier would help me, I restarted my dexcom g6 cgm experience. It started off better than expected, but some sensitivity started up around day 3 and 4. It seemed as though each shower I took interfered with the injection site and barrier/adhesive. I have removed the sensor as of today, day 9, to see a very red ring where the adhesive touched my skin. I have cleaned the site and will monitor the wound, however it looks much better than what I encountered back in (B)(6) of this year. I am discontinuing all use. I am concerned that other people might be using this product and thinking it is normal. I used the product far beyond what was sensible (not longer than prescribed, but kept using after some irritation started), and worry that other people might develop infections with continued use; especially people that might not have as sensitive of skin as I do. I still have the sensor and transmitter, but I no longer have the lot information for the specific sensor or the container they came in. FDA safety report ID# (B)(4).